Manufacturer narrative:
(B)(4). Evaluation narrative: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Design verification and validation activities are in place to ensure that this device meets design requirements, and that the device meets the needs of the user. One flexor guiding sheath was returned and examined. The liner was extending out the distal tip of the sheath by approximately 2.0 cm. The distal tip of the sheath was wrinkled. A 0.161" sheath checker was advanced through the proximal fitting. No resistance was met until reaching the distal end. Additional force was required to advance the checker fully through the tubing once it reached the distal end. Based on the available information, the exact cause of the reported issue is not clear. It may be attributed to the patient¿s clinical condition which could have caused the distal tip to wrinkle up, and/or the healthcare professional¿s technique/procedure while retrieving the ivc filter. A definitive root cause cannot be determined. Measures have been conducted to address this failure mode. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress. The reported device has been received, an evaluation is in progress.

Event description:
It was reported that during an ivc filter retrieval the flexor guiding sheath unravelled when being used. The patient was unharmed. No additional details were received at this time.